Event description:
It was reported that pericardial effusion (pe) and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed under conscious sedation using intracardiac echocardiogram (ice) imaging. Pre-procedure imaging confirmed there was a 1cm basline pe noted prior to the start of the procedure. Venous access was obtained. A versacross connect (vcc) transseptal access system was inserted along with a watchman access sheath (was) and transseptal puncture (tsp) was performed. The was was advanced into the la. A 24mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed and implanted. Final ice sweeps of the closure device were performed and when ice was being removed a pe was noted in the basal right ventricle. A pericardiocentesis was performed with a net total of 450ml of fluid removed and 500 re-infused. The procedure was concluded and the patient is expected to fully recover. In the physicians opinion, it was suspected there was a right sided cardiac perforation caused from the ice catheter while obtaining sweeping images after the closure device was implanted.